Manufacturer narrative:
Since the subject device was discarded and not returned for evaluation, the referenced phenomenon could not be confirmed. Since the lot number of the subject device was unknown, the manufacturing records were reviewed retrospectively for one year from the delivery date, without any abnormality possibly related to the referenced phenomenon. It is surmised that the pipe fractured because stress that exceeded the durability of the device was applied to crush the calculus. A size and hardness of a calculus are among the factors that may cause excessive stress. Deformation of the basket was most likely caused by the stress applied upon crushing the calculus. Device was discarded and not returned.

Event description:
During an endoscopy under anesthesia, the preparation of the stone extraction basket was made without any difficulty, and the basket closed to crush the stone. When starting the manipulation of crushing the stone, the basket wire broke off. The physician could neither extract the stone nor the wires released from the stone. The physician decided to cut the wires with a snare during gastroscopy and leave a part of wires in the stomach, and the other part surrounding the stone in the biliary duct. The doctor exchanged the subject device for another device and completed the procedure. There was no report of patient injury regarding this report.